Manufacturer narrative:
References the main component of the system and other applicable components are product ID 3777-45,serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient wasn¿t satisfied with the system. The rep reported that preoperative evaluation of the patient¿s device revealed ¿ok¿ battery status and normal impedances. The rep reported that the patient had only used the device 7.0% and 908 hours since his last interrogation on (B)(6) 2015. The rep reported that they discussed the benefit of new battery systems and possibility of reprogramming to help cover new pain targets. The rep reported that the patient refused, stating he just wanted the system explanted. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: lead. Product ID: 37744, serial# (B)(4), product type programmer, patient.

Event description:
Additional information was received from the patient on (B)(6) 2017. The patient reported that the system didn't help anymore and had irritation of burning. No further complications were reported.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3777-45, serial# (B)(4), implanted: (B)(6)2012, explanted: (B)(6)2017, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6)2012, explanted: (B)(6) 2017, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.